Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope detection function does not work. A root cause could not be identified. Based on the results of the investigation, the complaint is confirmed since the device has evidence of failure in the scope detection board due to which the scope detection function does not work, which is consistent with the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source displayed a light-expiring warning, the filter activation was not compliant and the adjustment panel keys were not operational. There were no reports of patient harm.